Event description:
Following a right common femoral angioplasty on a pt with pre-existing coronary artery disease, the angio-seal device was deployed with no complications. Three days post-procedure, the pt developed right groin inflammation and tenderness. An ultrasound of the right groin revealed a superficial collection at the arteriotomy site; however, no hematoma or false aneurysm were found. Groin swabs revealed a staphylococcus infection. The pt was treated with IV antibiotics (kefzol) for one week, prolonging the hospital stay. The pt was recovering and was discharged on oral antibiotics.